Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was not duplicated. Review of black box data found record of call service alarm that can result in blank screen on the date of reported event. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. Unrelated to the complaint, the display was found to be dim and the text was discolored. In addition, the threads on the battery cap were stripped.